Event description:
Subsequent to the supplemental MDR, a correction is required.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was feeling dizzy and lost consciousness while he was on the dentist. There were no bg readings taken at that time. The dentist treated the patient with IV medication and called ems. In addition it was documented that the patient was treated with lidocain (anesthetics medication that could be used for the dental intervention). The paramedics took the patient to the hospital, there they took a bg reading which was 83 mg/dl and the cgm reading was 120 mg/dl. The patient was unconscious for 45 minutes to 1 hour. At the hospital they performed some scanning and x-ray (to rule out a heart attack). The patient was discharged the same day. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.